Event description:
The customer reported that during a robotic low anterior resection, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. This happened on the superior rectal artery after the third or fourth activation. The amount of blood loss is unknown. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.